Manufacturer narrative:
(B)(6). Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the product was confirmed visually to have its tip fractured. Manufacturing files were reviewed and revealed to be approximately 5 years old with no anomalies found. Rep reported that the instrument has been used over 100 times. Conclusion: the probable root cause is normal wear.

Event description:
It was reported that: the screwdriver head broke off in screw head. We could not remove the piece of metal nor the screw so screwdriver head remained in screw in the patient.

Event description:
It was reported that; the screwdriver head broke off in screw head. We could not remove the piece of metal nor the screw so screwdriver head remained in screw in the patient.